Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information.

Event description:
A report was received from health canada's canada vigilance program which states, "pt going for CT scan at 0900. Writer asked to transfer IV infusions from two alaris pump brains to one to facilitate transport. On transferring modules with infusions to secondary brain, continuous error and channel disconnects occurred with minimal movement of pump on pole." The customer reported that there was no harm.

Event description:
A report was received from health canada's canada vigilance program which states, "pt going for CT scan at 0900. Writer asked to transfer IV infusions from two alaris pump brains to one to facilitate transport. On transferring modules with infusions to secondary brain, continuous error and channel disconnects occurred with minimal movement of pump on pole." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.